Manufacturer narrative:
Problem statement: the fse clarified settings could not be adjusted via the navigation ring; touch screen was working properly and the device can be operated by the touch screen.

Event description:
The fse clarified settings could not be adjusted via the navigation ring; touch screen was working properly and the device can be operated by the touch screen. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch sensor is malfunctioning. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the fse reported the customer replaced the front bezel to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.